Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with infusion set on (B)(6) 2026. The mechanism did not release while attempting to apply the infusion set. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.